Event description:
It was reported that a pump reservoir discrepancy was seen during refill. The pump had reportedly underinfused by 15.1ml, though the patient exhibited no signs or symptoms. It was stated that the event was related to the catheter and pump. The severity of the event was considered mild as it did not interfere in a significant manner with the subject¿s normal functioning level. At the time of report, the event was unresolved with no further actions planned. It was indicated that the device system contained dilaudid, baclofen, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).